Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test which was reproduced during evaluation. A review of the event history log identified downstream occlusion. Visual inspection found the cause was a damaged tubing guide setup, and the ultrasonic sensor calibration failed. The downstream tubing guide setup and ultrasonic sensor were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.